Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon lamp is broken, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported lamp failure was confirmed. Based on the results of the investigation and previous investigations it is likely the following led to the malfunction: the most probable cause of this complaint is due to damage, wear of the xenon lamp component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.